Event description:
One pt sample with discrepant troponin t results. Initial result gave 0.10 ng/ml; repeat gave 0.02 ng/ml. A second repeat was performed which confirmed the result of 0.02 ng/ml. Initial result reported. Pt not adversely affected. The field service rep was unable to determine root cause. Performance tests were performed and within specification.